Event description:
I'm writing to express concern about the use of red 40 dye in fisherbrand glucose tolerance drink, especially considering it's commonly administered to pregnant women during gestational diabetes screening. The dye serves no medical purpose and may pose unnecessary risks or sensitivities.